Manufacturer narrative:
The device was received for evaluation. During functional testing, air in line error was not reproduced. A review of event history log revealed multiple occurrences of the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed air in line error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.